Event description:
It was reported that during a "ptci" procedure, the stent was successfully deployed. A perforation was then noted in the vessel and the pt was sent for bypass surgery to repair the vessel. No further info was available from the account.